Event description:
The facility reported a colleague infusion pump with an orange spot on the middle of the display. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with orange spot on middle of display was confirmed during product evaluation. The root cause of the reported problem was determined to be spots on main display. Appropriate action was taken to correct the reported problem by replacing the main display. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.